Event description:
It was reported to philips that the internal uninterrupted power supply (ups) was defective, which would cause failure to boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that ups was defective. Upon troubleshooting, fse found that the internal ups was defective due to a fault in the bus located in the m cabinet; bypassed the ups and attempted to restart the system and 24v power supply was also failed. To resolve the issue, fse replaced 24v power supply. The defective power supply was returned to philips for analysis and found the malfunction in the pdu fan tray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.